Manufacturer narrative:
The v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# mma1jt, was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Event description:
Infection.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Infection.